Event description:
Coopervision was made aware by the pt on (B)(6) 2013 regarding complaints of left eye severe swelling occurring (B)(6) 2013 for which the pt saw an eye care practitioner (ecp) and was prescribed an unspecified medication. The pt had additional complaints regarding an infection of the right eye, which occurred on or around (B)(6) 2013 and for which she saw an ecp, who prescribed an antibiotic eye ointment. Upon two weeks f/u, the infection was worse and she was prescribed antibiotics and steroids. The pt relates that she has had issues since (B)(6) (2013) with three infections including the current infection. She further relates losing vision in the right eye and does not know if she will ever continue to wear contact lenses. Lot numbers were received that identify right and left lenses; however, it is unk if the events described are attributed solely to one or the other eye. Additional medical info has not been received. This event is reported with abundance of caution because the extent of the eye infections and left eye swelling and/or treatment is unk from which to rule out permanent impairment of eye function or damage to body structure, or that the medical treatment provided was to preclude permanent impairment of eye function or damage to body structure.

Manufacturer narrative:
No lenses were returned for eval. The complaint is unconfirmed.